Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to issues with the fixation helix not extending fully. The physician reported that prior to attempting to extend the fixation helix, initial impedance was within range. When fixation was attempted the helix extended one turn with 10 rotations of the tool, however it did not extend any further with an additional 10 rotations. This initial fixation attempt resulted in high, but in range, impedance values. A second fixation attempt was made with appropriate helix retraction, but extension attempts showed the same difficulties as previously observed even after 20 rotations. It was decided to remove the lead and it was successfully replaced. A visual inspection in the operating room showed tissue entangled in the helix of the lead after removal. No additional adverse patient effects were reported.